Event description:
It was reported that revision of the femoral component was done due to loosening.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femoral component. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.